Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to instability. The instability was not related to poly wear. The component was not malpositioned. The joint line was not raised. The implants were functioning properly. There is no additional information available for this patient. Doi: (B)(6) 2017. Dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.